Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recq0535 showed three other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported that at the beginning of the procedure, at the time of salinization of the catheter and removal of the guide wire, a hole was identified in the catheter, and other device had to be used.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 2fr s/l per-q-cath catheter. Usage residues were observed throughout the sample. The catheter was received with an inlaid stylet. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, two leaks were observed between the 16cm and 17cm depth markings. Microscopic inspection of the leak sites revealed two small, diagonally aligned circumferentially opposite splits. The splits exhibited sharply defined fracture surfaces. The splits occurred within diagonally aligned impressions. Discoloration was observed in the vicinity of the splits. Tactile inspection of the sample revealed tensile weakness in the vicinity of the splits. The split characteristics, relative positions and tensile weakness were consistent with damage caused by device manipulation, likely with a traumatic grasping instrument such as forceps or hemostats. The product IFU states ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps.¿

Event description:
It was reported that at the beginning of the procedure, at the time of salinization of the catheter and removal of the guide wire, a hole was identified in the catheter, and other device had to be used.